Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported 2 results from a valid comparison, obtained within 10 minutes of each other: the reading from patient's meter (4,7 mmol/l) was compared to a reading from a professional's (emergency doctor) meter (2,7 mmol/l). No adverse event was reported. A request was made for the return of the meter and strips. Lot not reported.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.